Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing including leak testing and clear passage test was performed. There was a leak noted from a hole in the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was a hole in the tubing. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a homechoice automated pd set with cassette a leak was found. No additional information is available.